Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope image was partially blurry. The reported issue occurred during a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's blurry image allegation was unable to be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related case: (B)(6) evis lucera gastrointestinal videoscope, model gif-xq260/(B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the blurry image was not confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.